Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant, when the device was connected to the lead, the setscrew fell off and became contaminated. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.